Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully in the septum due to lead had perforated the septum and went into the lv cavity upon slitting the catheter. This lv lead was replaced with the same and will not be returned for analysis. No additional adverse patient effects were reported.